Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat grade iii &amp; IV cystocele and incontinence. It was reported that on (B)(6) 2011 the patient underwent cystoscopy and exploration of vaginal region for pain.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent urethrolysis and cystoscopy on (B)(6) 2014 due to urinary retention and genitourinary device mechanical complication. It was also reported that the patient underwent vaginal exploration, cystoscopy, and removal of non-dissolved suture material on (B)(6) 2011 due to persistent vaginal pain following cystocele repair with question of erosion versus extrusion versus persistent suture of the vaginal mucosa. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04355. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, and lower urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, lower urinary tract infection.